Event description:
The patient has received eighty-eight (88) ecp treatments. Prior to the routine ecp treatment on (B)(6)2009, the following laboratory values and vital signs were noted: wbc - 3,500/cmm, hemoglobin - 10.4gm/dl, hematocrit - 29.8%, platelet count - 47,000/cmm, blood pressure 159/76 mm hg, heart rate - 89/minute, and respirations - 18/minute. During the ecp" treatment administered on (B)(6)2009, the ecp operator reported a blood leak at the top of the centrifuge bowl during cycle 6 of a routine ecp procedure. The operator stated that a system occlusion alarm was present, followed by an unusual noise coming from the centrifuge bowl, which then was followed by a blood leak alarm. The operator stated that no blood was observed in the centrifuge chuck or on the leak sensor. The operator stated that she noted that the seal at the top of the centrifuge bowl had leaked. The operator estimated total blood loss approximately 520ml. The patient's vital signs were reported to be acceptable, and a 300 ml bolus of 0.9% saline and one unit of packed rbc ordered by the unit physician and administered to the patient. Prior to administration of the saline and packed erythrocytes the blood pressure was 135/72 mmhg, the heart rate was 91/minute, and the respiratory rate was 18/minute. Post transfusion the blood pressure was 157/79 mmhg, heart rate - 75/minute, and respiratory rate - 18/minute. No follow up medications were prescribed. The customer service representative advised the operator to clean the centrifuge chuck and leak sensor. The operator reported that the leak sensor was operational after that ecp procedure. The kit was discarded but the data key was returned. It shows numerous patient occlusion alarms and a system occlusion alarm. Patient occlusion alarms can be caused by access problems or from clotting. Clots in line can cause back pressure that may cause the rotating seal to lift moistening the leak sensor. On (B)(6)2009, the patient returned to the outpatient clinic for another ecp treatment. Her pre-treatment laboratory values were wbc 3,000/cmm, hemoglobin 12.6 grams%, hematocrit - 36.3%, and a platelet count of 25,000/cmm. It was anticipated that the patient would receive a unit of platelets following the ecp treatment.

Manufacturer narrative:
This lot was released on 06/23/2009, and a complaint analysis of this lot shows that there have been no other malfunctions of this type for that lot. The lot will continue to be monitored. The centrifuge bowl seal leak rate is 0.12 per thousand kits shipped for the last 12 months. (B)(4).